Manufacturer narrative:
The device from this complaint was returned and evaluated. Based on the findings from the service center, the reported issue of the unit over feeding was not confirmed however the unit was fixed by replacing an outdated battery, damaged tie, rear case, gasket and upgrading the software. The possible root cause of the broken rear case, gasket, tie and outdated battery could be related to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the enteral feeding pump is over feeding during testing. Upon follow up on 12-feb-2019 the customer stated that he sets the pump to deliver 50mls of expired enteral formula in 15 minutes but it delivers over by 11-12% (55-56mls).